Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor also, unable to perform basic occlusion, occlusion and excessive no delivery test due to prime fill anomaly. No compromised force sensor system alarm noted during testing. Pump passed self-test, unexpected restart test, displacement test and all operating currents measurement was normal. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. The customer stated that there is some compromised force sensor in the alarm history. The customer's blood glucose is normal, didn't require medical treatment.